Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while clipping the tissue during a laparoscopic donor nephrectomy procedure, the surgeon was able to squeeze the handle, the jaws were able to close but there were issues experienced with the loading or firing of the clips. The device failed to open and they had to use a scissor to remove the seized tissue and to complete the case. There was permanent tissue damage to the patient.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the instrument revealed that the jaws were clamped with two fully formed clips lodged between the jaws. The handle was observed to be in a partially actuated position. Functional evaluation noted that the handle actuation could not be completed due to the presence of the lodged clips. Upon removal of the lodged clips, the instrument was observed to function properly. Two clips advanced into the jaws, formed properly, and were held securely in place after full formation was achieved and the firing handle was released. When the cartridge was empty, the interlock engaged to prevent the jaws from approximating. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the observed condition may occur if an attempt is made to apply a clip over a fully formed clip or obstruction. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.